Manufacturer narrative:
One ensite x ep system field frame cable was received. Visual inspection of the cable verified one connector end was bent which was unable to connect to the test field frame. Review of the device history record was not possible as the lot number is unknown. Based on the information and investigation provided to abbott, the root cause was isolated to physical damage.

Event description:
During an atrial fibrillation procedure, there was no connection to the field frame generator which resulted in a delay. The procedure was delayed approximately 45 minutes while another field frame generator and field frame connector cable were acquired from a secondary system within the facility. Further troubleshooting revealed that the field frame generator and field frame connector cable in question did not communicate with the ensite x system. The secondary field frame generator and field frame connector cable connected appropriately and were used to complete the case successfully without issue.